Event description:
It was reported that the procedure was being performed in the surgical department. The catheter was being placed into the patient's subclavian. During removal of the guidewire there was resistance and the guidewire bent. As a result, it was necessary to use another product. It is not known if this caused a delay in treatment and no patient death or complications were reported. (B)(4) 2013 - sample was received and the spring wire guide is unraveled.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable based upon the information provided. The returned device was received and subsequently evaluated and the event was determined to be reportable. A final report will be filed upon the completion of our investigation. Follow-up report will be filed if additional information becomes available.